Event description:
It was reported that the sheath and core wire became kinked during device recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The device was not meeting position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the wds and core wire became kinked. The devices were removed from the patient, and a second device was prepared and used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event. It was further clarified that both the was and the wds became kinked during the partial recapture attempt and removal.

Manufacturer narrative:
Media was received an analyzed by a member of boston scientific. The media depicts the delivery system kinked which confirms the reported event. Device evaluated by MFR: returned device consisted of a watchman delivery system (wds) with the implant partially deployed, and blood in the device. Visual inspection found numerous kinks in the sheath. Microscopic inspection found the tip had damage consisting of flared tri-cuts, and abrasions on the inside of the sheath tip. The implant had anchor damage.

Manufacturer narrative:
Media was received an analyzed by a member of boston scientific. The media depicts the delivery system kinked which confirms the reported event.

Event description:
It was reported that the sheath and core wire became kinked during device recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The device was not meeting position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the wds and core wire became kinked. The devices were removed from the patient, and a second device was prepared and used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event. It was further clarified that both the was and the wds became kinked during the partial recapture attempt and removal.

Event description:
It was reported that the sheath and core wire became kinked during device recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The device was not meeting position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the wds and core wire became kinked. The devices were removed from the patient, and a second device was prepared and used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.